Event description:
Reporter indicated a vns handheld computer will only work when plugged in. When taken off the charger, it will turn off in about 30 seconds. The handheld has been returned to the manufacturer and is pending product analysis.